Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of a disposable cassette sample. The cause was undetermined. The lot number is unknown, therefore, a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Email received in corporate mailbox. Patient reported that after drain on the home choice (hc) cycler she noted when she was filling there was a lot air in the line going to her. Patient reported having so much air in her belly that she was uncomfortable through the night. Upon draining she noted a huge air bubble in drain bag when she was draining so much so that fluid leaked out onto the floor from the drain bag.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.